Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has not been completed. Terumo has requested add'l info from the FDA. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The FDA reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the arterial line of the circuit became detached despite banding the line when connecting circuit prior to start of procedure.